Event description:
On (B)(6) 2019 the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra 2 meter had a calcode issue - calcode was reading 26 instead of 25. The complaint was classified based customer care advocate (cca) documentation. The patient reported that the alleged calcode issue began on (B)(6) 2019 around 1-3pm. The patient manages her diabetes with insulin (self-adjuster) and reported that she tested her blood and obtained a glucose result of 285mg/dl, in response she increased her dose of insulin by 2 units, to 12 units in response to the alleged product issue. The patient stated that 30 minutes later that day she developed symptoms of ¿severe chest pains, numb tongue, cramping feet causing her toes to curl up¿. The patient stated that she was treated by emergency medical services (ems) with ¿nitro tabs and nausea medication¿. The patient reported that ems tested her blood on their blood glucose meter, however she did not recall the result. At the time of trouble shooting, after walking the patient through changing the calcode the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event and received hcp intervention after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter which may have been a result of the calcode issue.